Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (fails incoming functional testing) was confirmed. Upon investigation, the monitor delivered a 247 j pulse during distributor functionality testing. The cause for the high energy pulse was isolated to intermittent connection at connectors j1002aa on the defib board and j1002bb on the computer/analog board. The root cause of the intermittent connection could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor failed incoming functional testing.